Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a device change-out, the patient experienced intermittent pectoral/pocket stimulation. After further clinic testing, the stimulation was only able to be reproduced with the right atrial (ra) lead. Reprogramming was performed to change pacing to unipolar, and the patient will be seen again for further evaluation. The lead remains in use. No further patient complications have been reported as a result of this event.